Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their implantable pulse generator (ipg) exhibited pacing problem and that the ipg is not pacing their heart properly. The patient was not feeling well. The ipg remains in use. No further patient complications have been reported as a result of this event.